Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 0323528. Medical device expiration date: 2023-12-31. Device manufacture date: 2020-11-18. Medical device lot #: 1048278. Medical device expiration date: 2024-03-31. Device manufacture date: 2021-02-17. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 bd autoshield¿ duo pen needles each from lots 0323528 and 1048278 were failed to deliver insulin during use. The following information was provided by the initial reporter: "some of the needles were found to be not working." "Tested 15 and 4 out of the 15 did not administer any insulin."

Event description:
It was reported that 2 bd autoshield¿ duo pen needles each from lots 0323528 and 1048278 were failed to deliver insulin during use. The following information was provided by the initial reporter: "some of the needles were found to be not working." "Tested 15 and 4 out of the 15 did not administer any insulin".

Manufacturer narrative:
H6: investigation summary: fifty eight sealed 30g x 5mm safety pen needle samples were returned from lot. No. 0323528 along with fourteen sealed 30g x 5mm safety pen needle samples from lot. No.1048278 and fifteen sealed 30g x 5mm safety pen needle samples from lot. No. 0106463 cat. No. 329605. Visual examination and a clog test as per tp700483 were carried out on thirty pen needles samples from lot. No. 0323528 along with fourteen samples from lot. No. 1048278 and fifteen samples from lot no. 0106463 and no issues were observed. A lot history review was carried out and no related non conformances were raised in association with these packaged lots concluding all inspections were performed as per the applicable operations and met qc specifications. No issues were observed with the returned samples therefore no root cause can be identified.